Manufacturer narrative:
The customer reported complaint of the autopulse displayed ua41 (patient temperature sensor failure) error message was confirmed during the archive review however was not replicated during the initial functional testing. To avoid re-occurrence of the issue, the pdb (power distribution board) and temperature sensor was replaced. Once completed, the autopulse passed the final functional testing with no issue or error message observed. Visual inspection was performed and noted no damage upon receipt. Archive review showed multiple ua41 (patient temperature sensor failure) on the reported event date of (B)(6) 2017. Initial functional testing was performed however the ua41 was not replicated. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn: (B)(4).

Event description:
It was reported that during shift check the autopulse displayed ua41 (patient temperature sensor failure) error message. According to the customer, they tried pulling up the lifeband however was not able to clear the error. No patient involvement on this issue.